Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt reported the screen of his insulin infusion device displayed "3.01 and 77." The pt was instructed to remove the battery and read the expiration date and lot number but he could not see well enough to do so. He stated he is aware of the battery recall and thinks he has been using recalled batteries rather than the corrected ones. He stated he thinks the battery has been in use for "a number of weeks." The pt said he has another battery in the car but can not insert it now because he is at work. The pt was advised to throw out all of his recalled batteries and only use the corrected batteries. The pt was unsure if the battery in his car was a corrected one. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced.